Event description:
It was reported that the patient felt like he was getting too much medication at times. The patient could not urinate and could not walk. The symptoms began on 2015 (B)(6). This same issue happened 8 or 9 times since the pump was implanted. One time the patient was overdose and he could taste and smell the drug and he was paralyzed and could not walk. The patient was in the hospital for a couple days and the drug delivery was turned down. The dose at the time of the event was approximately 1030mcg/day lioresal. The patient stated ¿maybe the hose was kinked.¿ the patient did not have a dye study but stated that the catheter was checked. The patient spoke with a nurse who ¿was adamant about me getting a dye study.¿ the patient was currently in the hospital and was to be released on 2015 (B)(6). The patient stated ¿they act like they don¿t want to do it¿ in regards to the current healthcare provider (hcp) not wanting to perform the dye study. The patient was ¿pretty out of it¿ due to the overdose. The patient began being able to urinate on the evening of 2015 (B)(6) and they had to catheterize the patient several times. A dye study was never performed and the patient was admitted to the hospital. The patient was watched overnight and the pump dose was decreased by 20% on 2015 (B)(6); however, the patient was still having the same problems. The patient was to discuss the symptoms with his hcp. Patient outcome was unavailable at the time of the report. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 87 31sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6); product type catheter. (B)(4).